Event description:
User reports a leak coming from the top of a 250 ml syringe on the analyzer which leaked onto the floor and into the walkway. Operator was not harmed, and no pt results were generated due to the issue.

Manufacturer narrative:
The field service rep determined the cause to be a problem with the syringe, and replaced syringe. He performed daily priming without issue. Verified instrument was operating within spec.